Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of not having symptom control was not determined. No actions were taken to result symptom control issues and not finding the correct catheter. Patient noted retention became worse. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's symptoms were worse and they were prior to implant. The patient stated that she knew she wouldn't feel stimulation all the time but she wasn't feeling stimulation at all. The patient mentioned that she used her patient programmer (pp) to increase from 1.9 to 2.1 and she could feel a faint flutter. The patient noted that she met with her health care professional (hcp) on tuesday and the hcp changed her settings to program 4. The patient reported that her hcp told her that it may take up to a week to notice any changes. It was mentioned that the patient also encountered the poor communication screen and that she had trouble turning the pp off. The patient confirmed that the poor communication screen was resolved by repositioning the pp antenna against her skin. The patient noted that she was previously trying to connect over her sweatpants but she was able to successfully turn off the pp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as not feeling stimulation and symptoms being worse had not been resolved. The cause of not feeling stimulation was due to implanting the device after trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient called because she had not been having any symptom control with the permanent implant. Patient stated that the trial worked somewhat, so she chose to have the device implanted. Patient reported only one day when the implant helped patient with her symptoms and then it reverted back. Patient reported feeling the flutter towards the bottom of her butt cheek, and sometimes she felt intense stim in the rectum and vaginal area. Patient had also had issues finding the correct catheter for her symptoms and she thought the sensitivity in her vaginal area might be from that. Patient already tried increasing stim several steps to where it is still comfortable. Patient was advised to wait to change the program since healthcare professional (hcp) did not give any directions and her implant was recent. No further symptoms/complications reported